Event description:
Morbidly obese patient was implanted with matristem surgical matrix psmx on (B)(6) 2012 to prevent adhesions between the liver and stomach and for suture line reinforcement in a hiatal hernia repair procedure. At an undisclosed time, patient reported abdominal pain. The patient was taken back to surgery and the device was explanted on (B)(6) 2012. During this follow-up surgery, the adhesions of the omentum and bowel in the left upper quadrant of abdomen were lysed. In addition, patient was noted to have a cystic mass in the left upper quadrant. This mass was drained. There was no evidence of infection or bacteria.

Manufacturer narrative:
Acell has spoken to surgeon and reviewed relevant medical records. Based on it's review, acell is not aware of any clinical or pathological evidence indicating it's product was related to the need for explant. This MDR is being submitted out of an abundance of caution. Device was used in an off label procedure. The safety and effectiveness of the use of the device as an adhesion barrier and for suture line reinforcement have not been demonstrated and there is no FDA clearance/approval for these applications. Acell is in the process of continuing it's complaint investigation.